Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP, dom - recrt device that the patient alleges visualization of particles . There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.